Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
It was reported to pentax medical from a facility in the emea region that the insertion flexible tube(ift) was damaged. A bubble was observed on the ift at approximately 11cm of a pentax medical video gastroscope model eg29-i10c, serial number (B)(4) at approximately 11cm. The issue was observed in the operating room prior to use. An image was provided that depicts a clear bubble on the ift and what appears to be a slit underneath the bubble in the ift. The damaged ift will be replaced as part of the service request.